Event description:
Rptr stated that caller from facility reported that the unit did not pass an internal facility testing protocol. In this protocol, each station is programmed to deliver 1.0 ml sterile water (sp grav 1.00) and the volume of each station and the total volume measured. The acceptable range for each station is 0.9 to 1.1 ml and the acceptable range for the total volume is 9.5 to 10.5 ml. This unit passed all individual station tests but failed the total volume test. The unit was returned to the MFR for evaluation. No pt involvement.

Manufacturer narrative:
Section f completed by baxter based on info received from rptr.